Event description:
The customer reported regarding issues during prime/rewind. The caller stated that insulin squirted out during the manual prime process, and the insulin pump was stuck on the prime loop. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose/protruded motor support disk. The device was received with cracked case at the display window corners.